Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly set up the pump's bolus settings. Customer's blood glucose was 177 mg/dl. Tandem technical support advised the customer to consult with a healthcare provider regarding settings.